Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the etco2 module on the device was faulty. There was no patient involvement.